Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant dislodgement, unstable thresholds and intermittent loss of capture were noted on the right ventricular (rv) lead. A temporary implantable pulse generator (ipg) was placed and the rv lead was revised the following day. No patient complications have been reported as a result of this event.